Event description:
As the delivery system was being removed following the deployment of a 26mm sapien valve, the valve ¿jumped¿ from its position and embolized into the left ventricle. The procedure was converted to open heart surgery to remove the sapien valve and implant a surgical valve. Following the procedure, the patient was transferred to recovery in stable condition. A ¿huge rock¿ of calcification was noted on the right native valve leaflet, with mild calcification on the other two leaflets. The coaxial alignment of the delivery system and valve was reported as fair. The image intensifier angle was also reported as fair.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to the procedure itself, patient factors (e.g. A ¿huge rock¿ of calcification on the right leaflet), as well as fair coaxial alignment of delivery system and fair image intensifier angle, likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.